Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was received showing the crack in the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014790 . Conclusion: complaint confirmed. Leakage can come from a variety of sources. Material issues, impact on tube during assembly/packaging and sterilization.

Event description:
It was reported that the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ leaked during use. No injury or medical intervention.